Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house testing on strip lot 384909a was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having a condition, rheumatoid arthritis, that may impact the performance of the assay. Additionally, an improper techniques were identified in the complaint. These could not be ruled out as the cause for the unexpected result based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following precision was reported on (B)(6) 2016 via a telephone call. Results are as follows: date inratio inr (B)(6) 2016 4.2 and 1.7 (20 minutes between testing), therapeutic range: 2.0 - 3.0. It was reported that multiple finger sticks were performed on the same finger and the finger was "milked" after the finger sticks. Medical condition: rheumatoid arthritis there was no reported adverse patient sequela. There was no additional information provided.